Manufacturer narrative:
A steris service technician inspected the reliance synergy washer/disinfector and could not duplicate the reported event. No issues were noted with the contactors, heating element or high voltage components. The user facility has elected to permanently remove the unit from service and will be purchasing a newer model unit. The reliance synergy washer/disinfector was manufactured in 2009 making it approximately 16 years old. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported while running a decontamination cycle that their reliance synergy washer/disinfector emitted "smoke and fumes". No report of injury.